Event description:
It was reported that the guardians noticed an obvious decline in the child's auditory performance in past months. History of head impact is denied by guardians and problems of external devices are ruled out. Latest testing shows two short circuits involving 5 channels and 2 channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.